Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented in the operating room with low blood pressure and was evaluated with a CT scan. The CT scan revealed that there was a junctional type 3 endoleak between the contralateral gate and the contralateral limb which was on the right side. The endoleak was attributed to minimal overlap and not enough over sizing between the gate and the limb. An endurant limb was used to reline the separation between the components and successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: endoleak, minimal overlap and not enough over sizing between the gate and the contra limb. Conclusion: minimal overlap and not enough over sizing between the gate and the contra limb.